Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. Post market vigilance (pmv) led an evaluation of two devices. Visual inspection of the cartridges noted that each reload was partially fired and the anvil clamping mechanisms were deformed. Functional testing of the reloads found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Based on the evidence available the reported condition was confirmed. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Event description:
According to the reporter: occurred during a laparoscopic sleeve gastrectomy procedure. The stapler was being fired across the antrum of the stomach. The surgeon has noticed a major difference in the amount of force required to fire the manual stapling handle and it has been cracking more frequently. The surgeon would use one extra thick reload and then finish with a reinforced medium / thickreload. Now, the handle has cracked early on in the case and the extra thick reloads have to be used for firings two, three, and four. The surgeon is able to press the green button and is able to squeeze the handle, but is not able to fire the stapler. In order to resolve the issue and complete the case, replaced with reload with a different size. There was no patient harm. The patient status is alive, no injury.